Event description:
It was reported that during surgery of the patient's right eye, the rear haptic was torn off. The issue was first identified during implantation/application. The lens was inserted and removed during the same procedure. Another dib00 + 23.0 was used without any problems. No further details were provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.